Manufacturer narrative:
Received 1 used silicone catheter only. The reported event was inconclusive, as the sample was received in poor condition. Visual inspection noted the balloon burst. During the functional evaluation, water was injected for the drainage lumen and no leakage was found. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities the 3cc balloon: use 5ml sterile water. The 5cc balloon: use 10ml sterile water. The 30cc balloon: use 35ml sterile water. Do not exceed recommended capacities. Visually inspect the product for any imperfections or surface deterioration prior to use." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was originally reported that there was urine leakage. It was later reported that on the third day of use, urine was found leaking from the urethral meatus. The user deflated the balloon and infused the water again to firmly place in the bladder. Nine days later, the nurse found that the catheter fell out of the patient during diaper change. Upon inspection, the nurse found that the balloon was damaged. There were no missing pieces found.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was originally reported that there was urine leakage. It was later reported that on the third day of use, urine was found to be leaking from the urethral meatus. The user deflated the balloon and infused the water again to firmly place in the bladder. Nine days later, the nurse found that the catheter fell out of the patient during diaper change. Upon inspection, the nurse found that the balloon was damaged. There were no missing pieces found.